Manufacturer narrative:
Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridges. Tandem technical supported educated the customer that cartridges should not be resused. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.